Event description:
Complainant alleged that during a routine preventative maintenance check, the device's defibrillation energy output was found to be out of the specified tolerance for the selected setting. The complainant indicated that there was no pt involvement in the reported failure.